Event description:
Medtronic received information that pump error 4, pump error 53 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 2.9d the pump passed displacement and self tests. No unexpected pump errors 53, and 4 were noted during testing. However, pump error 53 (filenumber = 26, linenumber = 3294) is found in the pump history file due to a software error.